Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/12/2016 to report that the receiver displayed a firmware error on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.